Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted that upon review of the transmission, low level, high frequency noise was being over-sensed in the paced atrioventricular delay outside the cross talk detection window followed by the conducted r-wave, which was causing a double count on the secure sense algorithm.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted that another non-sustained right ventricular over-sensing episode occurred, possibly due to myopotential over-sensing. Programming changes were discussed; no intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via merlin.net transmission, non-sustained rv oversensing episodes were observed due to myopotential oversensing. Testing was discussed.